Event description:
It was reported that the patient complained of feeling a 'twitching' near the device. The left ventricular (lv) lead was programmed off, and the patient indicated that the twitching went away. Additionally, the lv lead exhibited a decrease in impedances. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 lead implanted: 2011 (B)(6); 6947 lead implanted: 2004 (B)(6). (B)(4).